Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was cleaned but not sterilized. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to the previously submitted report. The device did not exhibit any reprocessing issues. The reported sterilization concern referred to the condition of the device upon its return to the manufacturer.

Event description:
No additional information received from the customer.